Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was crack on the device, and it was not holding the fluid. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was crack on the device, and it was not holding the fluid¿ was confirmed. The enclosure near the drain fitting is cracked and the tank cover was also cracked. The cause was a crack in the enclosure near the drain fitting caused by wear and tear damage from use of the drain tube. No action will be taken due to the condition and/or age of the device. It was deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. This issue has no history of associated risk.